Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was getting some alarms on their pump, customer was not sure which ones. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned unexplained auto off alarms. The customer declined technical assistance. The insulin pump will not be returned for analysis.